Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at a routine device change out it is observed that the right ventricular lead outer coating is frayed to the tissue. It was further noted that all measurements are within normal limits. The lead remains still in use. No patient complications were reported as a result of this event.